Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's device already quit working, but it was still implanted. Additional information was received from the patient's representative on 2024-sep-06. When asked to clarify what was meant by "the device already quit working," the patient's rep stated their parent fell and the lead must have broken and the patient didn't want another surgery. The issue was not caused by normal battery depletion. The cause of the device no longer working was determined and the doctor diagnosed it was the result of the patient's fall. The patient's rep stated nothing was done to resolve the issue as this happened around 6 years ago and the patient was (B)(6) [years old] and didn't want anything to be done. Patient's rep stated no further action would be taken.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1jurw, implanted: on (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 09-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.